Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, d10, g3, g6, h2, h4, h11. D10: item # 01.00401.075, revitan prox. Spout 75, lot # 2806676. Item # unknown, unknown head, lot # unknown. Item # unknown, unknown liner, lot # unknown. Item # unknown, unknown cup, lot # unknown. Item # unknown, unknown screws, lot # unknown. Item # unknown, unknown plate, lot # unknown. Item # unknown, unknown cables/wires, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a spontaneous implant rupture was detected on patient with pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4).: d10: item # unknown, unknown revitan proximal part, lot # unknown. G2: report source france customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrected: h4. The reported product as well as the proximal component were returned to the post market surveillance team for examination. The reported event of fracture at the pin connection of the distal component can be confirmed. There are several scratches to be seen on the proximal component and on the distal component, likely from the revision surgery. Some bone residue is present along the distal component. The fracture surface of both the distal and proximal component were further examined. Beach lines can be observed on both fracture surfaces. These beach lines are indicative of a fatigue fracture. There are also several polished surfaces and damages to be seen on the fracture surface, likely due to contact of the components after the fracture. A review of all relevant device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A power point presentation including radiographs were provided and reviewed by a radiologist. Two x-rays were assessed and demonstrate anatomic alignment of the left hip arthroplasty with a modular femoral implant. Plate and cerclage wire fixation of the proximal femur is noted with osseous proliferation likely related to a healed fracture. A small acetabular plate with screws is incompletely visualized. A clear implant fracture could not be identified. There are insufficient x-rays over the time-in-vivo to evaluate changes to the bone surrounding the implant that could indicate any contributing factors to its fracture. Based on the returned revitan stem and performed investigation, a fracture of the connection pin of the revitan stem can be confirmed. The characteristics of the fracture surfaces point to a fatigue fracture. The cause may be multifactorial, consisting of patient- and procedure-related factors. Nevertheless, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b3, b4, b5, b7, d10, e1, e2, e3, g3, g6, h2, h6, h11. D10: item # unknown, unknown revitan proximal part, lot # unknown. Item # unknown, unknown head, lot # unknown. Item # unknown, unknown liner, lot # unknown. Item # unknown, unknown cup, lot # unknown. Item # unknown, unknown screws, lot # unknown. Item # unknown, unknown plate, lot # unknown. Item # unknown, unknown cables/wires, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left total hip arthroplasty followed by a revision approximately 6 years post implantation due to an unknown infection. Subsequently, patient underwent a second revision approximately 8 years post first revision due to a femoral implant fracture and a possible infection. All implants were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.